Event description:
Neuwave probe pr15 quit working. Doctor pulled probe out and said it was defective. No patient harm. Probe removed and another probe pr20 opened and used for the ablation. Ref # pr15 lot# ml24059177, exp 1/31/28.